Manufacturer narrative:
The device is available for evaluation but has not been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose level was elevated (350 mg/dl). Customer corrected using insulin pens. Reportedly, health care provider identified ketone level as life threatening.